Manufacturer narrative:
D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - procode: additional product codes: gbo, lje. D4 - lot # unconfirmed. E3 - occupation: material manager. H3 - device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that two ultrathane mac-loc locking loop multipurpose drainage catheters separated at the hub. After the device was placed in the patient, the catheter separated where the portion of the hub attached to the suture meets the catheter tube. As a result, the bag no longer held suction for drainage, and the drainage ended up all over the patient. This failure happened with two catheters during the week. The device was placed trans gluteal and was draining tan-colored purulent appearing fluid. The fitting was said to be securely attached at first inspection. There was no force exerted on the catheter. The device did require replacement. No other adverse effects were reported for this event. The first catheter that experienced this failure is captured under patient identifier (B)(6).

Event description:
The device was in place for two days prior to noted separation. The new drain was placed (B)(6) 2025.

Manufacturer narrative:
Additional information: b5. Correction: d4 - expiration date unknown. Investigation ¿ evaluation. It was reported that two ultrathane mac-loc locking loop multipurpose drainage catheters separated at the hub. After the device was placed in the patient, the catheter separated where the portion of the hub attached to the suture meets the catheter tube. As a result, the bag no longer held suction for drainage, and the drainage ended up all over the patient. This failure happened with two catheters during the week. The device was placed trans gluteal and was draining tan-colored purulent appearing fluid. The fitting was said to be securely attached at first inspection. There was no force exerted on the catheter. The device did require replacement. The patient¿s activity level was described as walker and wheelchair. No other adverse effects were reported for this event. The other catheter that experienced this failure is captured under patient identifier (B)(6). Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control of the device, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found that one device from the reported complaint device lot and its related subassembly lots did not pass quality control inspections; however, the affected product was scrapped prior to release from cook. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU [IFU__multi2_rev1] supplied with the device states the following in consideration of the reported failure mode: precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied: upon removal from the package, inspect the product to ensure no damage has occurred. Based on the available information, no product returned, and the results of the investigation, cook has determined that the primary cause is component failure, with no issues related to manufacturing or design. It is possible that the catheter experienced excessive force or tension while in the patient; however, this possibility cannot be verified. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.